Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported a dye study was performed. The pump was at end of service. The battery was depleted. The device was explanted. There was no patient injury and the patient recovered without sequela. The device was delivering morphine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
It was later reported that the issue may have possibly have been related to the device or therapy or the implant procedure. Further, reportedly it was likely a dose related issue with fentanyl, post replacement, despite a reduction to adjust for 25%.

Event description:
It was reported the patient experienced level of consciousness changes. Despite several significant reductions in intrathecal medication, the bouts of unresponsiveness continued. The patient's infusion therapy was temporarily suspended. It was stated the patient was started on oral morphine, in preparation to restart intrathecal therapy with morphine in the near future. The decreased level of consciousness was noted to occur after respiratory or breathing treatments. The severity was noted as "severe." It was also stated that the event was unknown if it were related to an extended lack of therapy versus an unusual reaction to inhalation therapy. The pump was delivering fentanyl, bupivicaine and clonidine. Three weeks later, additional information stated the patient's outcome resolved without sequela.

Manufacturer narrative:
Product ID 8709, lot # j10828r56, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.